Event description:
It was reported that the zimmer meshgraft ii would not make enough holes. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.